Event description:
The pt is a 47-yr-old woman who had a history of hodgkins's disease in 1969 and pre-cancerous lesions in the breast. She had a bilateral subcutaneous mastectomy in 2/96. At that time she was reconstructed with another co's submuscular implants. Because of capsular contracture, both implants were replaced in 12/87 using co's 270cc implants. The pt then developed dry eyes, frequent bronchitis, chronic fatigue, asthma, shortness of breath and breast pain from the right axilla to the right nipple area. She has re-developed contracture on both sides and feels significant discomfort from the implants.